Event description:
It was reported the patient had 'new pain' with no specific symptoms. The patient's physician was troubleshooting to rule out the need for surgical intervention. A previous dye study was recently done but the results were inconclusive. Another dye study was attempted the day of this report but the patient¿'s implanting physician was unable to aspirate from the side port so the dye study was not performed. The pump logs noted one motor stall and recovery which were related to an MRI. It was reported the patient had a recent automobile accident and new complaints of pain, but no reported evidence of withdrawal. The patient was to follow up with her managing physician the week following this report for a refill and the residual volume would be evaluated. It was noted 'in the interim the patient's neurosurgeon would look into new pain complaints and possibility of new findings on CT.' The device system was used to deliver fentanyl, hydromorphone, and bupivacaine. Additional information has been requested but was not available as of the date of this report.

Event description:
Additional information was received. It was reported that the patient was scheduled for a dual procedure on september 11 to perform both a multi-level back surgery and a drug pump replacement. A decision was made by the health care professional (hcp) during the case to do the pump replacement in a separate procedure at a later date. The hcp anticipated the pump replacement would be scheduled for november.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8711, serial# (B)(4), implanted: (B)(6) 2006, product type catheter. (B)(4).